Event description:
It was reported the device was used in a tubal ligation procedure. It was reported two days post op the patient returned to the or for an emergency bowel laceration. No further info available. No device returning.